Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material clogged the nozzle and the air/water supply. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Evaluation found clogged foreign material in the nozzle. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be: "foreign material remained in the nozzle since the subject device was returned to olympus without conducting/completing reprocessing in the facility." The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.